Manufacturer narrative:
Reported event: an event regarding altr & rom involving an unknown trident shell was reported. The event was confirmed for altr. Method & results:  device evaluation and results: not performed as product remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: this case involves a relatively young healthy gentleman who underwent a primary cementless right total hip arthroplasty with an accolade ii stem and an mdm articulation and then developed altr approximately one to two years after implant. A revision was carried out changing the liner and the head. I can confirm that the patient had the primary total hip arthroplasty and the revision arthroplasty since I was able to see x-rays after the primary and after the revision. I do not have the primary operation report or the revision operation report. There is no mention of whether or not there was corrosion. The only mention was of altr surrounding the hip with no muscle damage. The root cause of this event cannot be determined with certainty. Contributing factors to altr include surgical technique factors, especially in the way the modular components are prepared, assembled, and inserted, patient factors such as bmi and activity level, and implant factors. Any explanted prostheses should be submitted to stryker engineers for examination and evaluation.  Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to altr, rom & pain.  A review of the provided medical records by a clinical consultant indicated: this case involves a relatively young healthy gentleman who underwent a primary cementless right total hip arthroplasty with an accolade ii stem and an mdm articulation and then developed altr approximately one to two years after implant. A revision was carried out changing the liner and the head. I can confirm that the patient had the primary total hip arthroplasty and the revision arthroplasty since I was able to see x-rays after the primary and after the revision. I do not have the primary operation report or the revision operation report. There is no mention of whether or not there was corrosion. The only mention was of altr surrounding the hip with no muscle damage. The root cause of this event cannot be determined with certainty. Contributing factors to altr include surgical technique factors, especially in the way the modular components are prepared, assembled, and inserted, patient factors such as bmi and activity level, and implant factors. Any explanted prostheses should be submitted to stryker engineers for examination and evaluation. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device remains implanted.

Event description:
A surgeon presentation was received regarding a patient with a right tha. Cited in the presentation: altr 2 years after tha. (B)(6) 2022: vague, deep groin pain; (B)(6) 2023 progressive pain, loss of rom, groin swelling. Co ¿7.6 ng/ml cr ¿1.7 ng/ml. Msk u/s with a large complex collection around the hip. Path report ¿acute and chronic inflammation with necrosis. Cultures negative. Consistent with altr; revision tha (B)(6) 2023: extensive altr around the hip joint. No muscle damage. Cup and stem not revised. Spoke to rep. Rep was not present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.